Manufacturer narrative:
This report is submitted on march 23, 2023

Event description:
Per the clinic, the patient experienced skin overgrowth around the implant. This was resolved with a skin cauterised with silver nitrate under a general anaesthetic. The implant remains in-situ.